Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the venting port on the oxygenator of an xlung kit was damaged. No damage was found on the packaging itself. The damage was not noticed when the kit was first removed from the packaging, due to the reported urgency of the situation. Upon follow-up, it was reported that a leak was noticed coming from the port during priming. The facility had a spare kit to use, which they switched to. The reported problem resulted in a delay in the start of treatment. A video highlighting the defect found on the port was provided for review. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for evaluation. It was found that the inner cone of the luer lock adapter of the blue de-airing line was broken, and part of it was stuck in the venous venting port. Closer inspection showed that the cone might have been sheared off. There was slight damage or scratch marks visible on the outside of the luer lock adapter, and indentations found on the blood inlet below the venous venting port. This suggests that tools were used to tighten the connection. No damage was found on the luer lock adapter of the red de-airing line. It is unknown if there was any damage when the product was removed from the packaging. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were three quality events listed for this batch; however, none of them were related to the failure pattern at hand. Due to previously reported complaints of a similar nature, a CAPA was opened to address the issue. Measures were implemented by the manufacturer of the luer lock positive adapter and the CAPA was closed. The affected supplier batch associated with this complaint was produced after implementation of these measures. Currently, no other complaints have been reported for products manufactured after implementation, and the occurrence of such complaints will be closely monitored.

Event description:
It was reported that the venting port on the oxygenator of an xlung kit was damaged. No damage was found on the packaging itself. The damage was not noticed when the kit was first removed from the packaging, due to the reported urgency of the situation. Upon follow-up, it was reported that a leak was noticed coming from the port during priming. The facility had a spare kit to use, which they switched to. The reported problem resulted in a delay in the start of treatment. A video highlighting the defect found on the port was provided for review. The sample was reported to be available for manufacturer evaluation.